Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery alarm was noted. The following physical damage was noted: cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and minor scratched lcd window. (B)(4).

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2016 for a blood glucose exceeding 400 mg/dl. The patient woke up feeling sick. Her insulin pump had alarmed no delivery. She initially treated via manual insulin injection. At the hospital she was treated with fluids. Troubleshooting was initiated for the no delivery alarm. The insulin pump was able to prime without incident. The device passed the self test. The insulin pump was not returned for analysis.